Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5) patient ethnicity - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) and two right atrial (ra) leads due to non-function. A rv and ra lead were present on each side of the pacemaker. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with the right ra lead, a spectranetics 14f glidelight laser sheath and a cook medical 11f evolution were used to successfully remove the lead. Next, targeting the left rv lead, a spectranetics 12f glidelight laser sheath, a cook medical 9f evolution shortie, and a cook medical 11f evolution were used to remove the lead. Then, targeting the left ra lead, the 12f glidelight and 11f evolution, along with traction from the lld, were used to remove the lead; however, the patient¿s blood pressure dropped and a pericardial effusion was detected. Rescue efforts began, including pericardiocentesis and sternotomy. During preparation for the sternotomy, the right rv lead was removed with the 14f glidelight, 11f evolution, and cook medical 13f evolution. A perforation in the ra was discovered and repaired, and the patient survived the procedure. This report captures the lld ez providing traction within the ra lead, when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.